Event description:
Customer reported that about 1.5 years ago he was admitted to hospital for four days with ketoacidosis. He stated the infusion set needle was bent inside his body and he had not gotten any insulin. He alleged that the spirit combo insulin pump had not given an occlusion alarm. A request was made for the return of the device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.